Event description:
The patient contacted baxter's technical service center regarding difficulty breathing, which occurred on the homechoice (hc) during use during dwell 4 of 4. The initial drain volume equaled 29ml. The total ultrafiltration (uf) equaled -1720ml. The baxter technical service representative (tsr) had the patient start a manual drain. The patient drained 3314ml before the drain was stopped due to drain discomfort. The tsr then assisted the patient to bypass to drain 4 of 4. The patient?s drain volume rapidly increased. The drain volume equaled 729ml before the patient started getting drain pain again. The patient stopped the drain and bypassed to the last fill to complete therapy. The combined total drain volume equaled 4043ml however the uf for cycle 4 indicated a total drain of 4109ml. The tsr reviewed the programming. The program was for tidal therapy with a total volume of 8500ml, a total time of 9:00 hours, a fill volume of 2000ml, a tidal volume of 0.85, a total uf of 600ml, a last fill volume of 500ml, and a dextrose setting of same. The patient's weight equaled 124 pounds. The total uf for the therapy equaled 389ml, with a cycle 4 uf of 2109ml, a cycle 3 uf of -1406ml, a cycle 2 uf of -150ml, and a cycle 1 uf of -164ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011, regarding the reported increased intra-peritoneal volume (iipv). The rn stated she was not aware of the event and that she had seen the patient since then but the iipv was never mentioned. The rn stated the patient has been continuing therapy on the cycler successfully since then. The rn stated the patient has not reported any other symptoms or other drain volumes that meet iipv criteria. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, an inappropriate bypass of the caution: negative ultrafiltration (uf) alarm. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was determined to be: insufficient drain- false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr n11-0078. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.